Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified artifical artery in the right upper arm that was 80% stenosed. The patient presented with hemadostenosis (narrowing of the blood vessel). A 7.0 x 40 mm armada 35 was inflated once at 17 atmospheres; however, it could not be fully deflated upon removal. The procedure was ended at that time, and there was no other treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.